Event description:
It was reported that there was a cassette attachment error, and the downstream occlusion calibration failed. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis with complaint that there was a cassette attachment error, and the downstream occlusion calibration failed. Inspection found the downstream occlusion (dso) and upstream occlusion (uso) seals were delaminated and the battery door was damaged. Service history review identified the complaint was not related to a previous service of the device within the review period. No relevant information was found in the event log. Visual and functional testing was performed. Complaint was not confirmed through, occlusion test, dso/uso calibration. Device passed all testing criteria. Further investigation found dso sensor defective. Replaced dso and uso seal, dso sensor. Performed dso/uso sensor calibration. Device passed all testing post repair.